Event description:
Customer reported that the screen on his pump was broken, resulting in a non-functional touchscreen that remained black and unreadable. Blood glucose level was recorded at 120 mg/dl. No additional information was provided regarding corrective actions taken, and the customer is expected to return the pump for further examination.